Event description:
It was reported that the wake button required multiple presses to turn on pump screen. Customer pressed the wake button multiple times and the wake button performed as intended. There was no reported impact to the customer¿s blood glucose level because caller declined to provide this information. Customer declined further investigation and chose to call back later if additional troubleshooting was desired.